Manufacturer narrative:
Analysis was unable to perform displacement test or occlusion test due to missing retainer. The insulin pump powered up properly after battery installation. Unit received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test and force sensor test. The insulin pump properly connected to glucose sensor simulator. No sensor anomalies noted. The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage, stained serial number label and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had cosmetic damage. The customer¿s blood glucose was 9.3 mmol/l. It was reported that they noticed a crack on the reservoir compartment while changing the reservoir. The insulin pump was returned for analysis.